Event description:
It was reported that the ventilator generated alarms indicating low expiratory minute volume and high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. According to provided information, high o2 concentration, paw high and expiratory minute volume low alarms were generated due to defective air and o2 gas module, which were replaced to resolve the issue. The device was delivered to the user in working condition. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There are two main reasons for these alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly alarms such as expiratory minute volume ow, paw high indicate a leakage in the patient circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Device's logs did not confirm occurrence of mentioned alarms. Claimed parts were not available for further analysis. The cause of the issue was determined as related to defective o2 and air gas module.